Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen during initial start up. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and central processing unit required replacement to address the issue. However, no repairs were completed, and the device was scrapped.